Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly to moderately calcified proximal to mid left circumflex artery. Following predilatation, a 20 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, during procedure, the distal borders of the stent were deformed and the device was trapped inside the system and could no longer advance. The whole system was removed together and the procedure completed using a new wire, guide catheter, and a non-boston scientific stent. No patient complications were reported and the patient condition was stable.

Manufacturer narrative:
Device evaluation by MFR: promus premier ous mr 20 x 2.50 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the mid stent and distal stent regions were noted to be lifted from their crimped position and pulled proximally ad distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple hypotube kinks located along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was loaded without issues on a 0.014'' test guidewire.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly to moderately calcified proximal to mid left circumflex artery. Following predilatation, a 20 x 2.50 promus premier drug-eluting stent was advanced for treatment. The distal borders of the stent were deformed and the device could no longer advance. The device was trapped inside the system and the whole system was removed together. The procedure was completed using a new wire, guide catheter, and non-boston scientific stent. No patient complications were reported and the patient condition was stable.